Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Evaluation results and conclusion: (stent graft migration, endoleak). (Disease progression, aortic neck dilatation and angulation).

Event description:
Additional information was received that an endurant 2828x70 cuff was implanted with good results.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow-up CT done approximately 5 years post implant showed the stent graft had migrated 3 cm. The aorta appears to have lengthened and dilated infra-renally and above the graft. No additional clinical sequelae were reported, and the patient is fine. A review of returned films 5+ years post-implant revealed that the stent graft was positioned approximately 3cm below the renal arteries, inside the aneurysm sac. The proximal neck is angulated 65 degrees l-r. The neck diameter is 21mm at the renal arteries and tapers out distally. The ipsilateral limb is in the right iliac, crossing over the contra limb in the distal aaa sac. The contra limb is in the left iliac. The aaa maximum diameter is 4.8cm. There is contrast seen in the proximal aaa from a type I endoleak. The contrast may be contained within thrombus, but it is unknown if it is pressurizing the sac. Earlier follow-up images were not provided. The likely cause of the migration is disease progression; angulated and dilated neck.